Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the patient underwent a laparoscopic cholecystectomy procedure. Two days after surgery, the patient came back to the hospital with cellulitis and was put on antibiotics. He stayed in the hospital for another five to six days. The patient got better and was then sent home, but again came back to the hospital. The surgeon found puss in the trocar wounds. The patient developed a hematoma on his arm. The surgeon took cultures from the areas, but the cultures showed no signs of infection. No issues were experienced with the device during the original procedure. The surgeon believes that the patient may be experiencing a reaction to the implanted clips. The patient is currently in critical condition.